Event description:
It was reported that intermittent occlusion alarms occurred, which caused the blood glucose levels to exceed normal limits, reading as "high" on the cgm. The specific value of the blood glucose level was not known. To address the high blood glucose, the customer used an afrezza inhaler. Reportedly, customer changed cartridge and infusion set to address the issue.